Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that md inserted iab through the sheath. After the iab was inserted, the pump emitted "high pressure" alarms, and the md noticed on the x-ray that iab was only partially inflated. The md did not manually fill the iab. The iab was removed from the patient, and another iab was inserted without complications. Refer to medwatch no. 1219856-2007-00160 for first event involving this patient.